Event description:
During an orif procedure of the distal tibia, one of the points of the forceps broke off into the bone. The surgeon was unable to retrieve the piece of the forceps and it remains in the pt's bone.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is just starting the eval process.